Event description:
It was reported that the patient with this implantable defibrillator received inappropriate anti-tachycardia pacing (atp) and inappropriate shocks in two different episodes, which were thought to be caused by atrial fibrillation (af) with a rapid ventricular response. Troubleshooting options were discussed and recommended. At this time, this device remains in service and there were no additional adverse patient effects reported.